Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported by the sales rep that during a laparoscopic assisted vaginal hysterectomy, the blade was broken off outside the patient during use. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.